Event description:
In 2005 the lesion being treated was located in the left anterior descending (lad) artery. The vessel was pre dilated with a 2.5 x 12 mm maverick balloon with the first inflation to 8 atm for 45 seconds with st depression and chest pain of 5 on scale of 1 to 10. The second inflation was to 10 atm for 50 seconds with no EKG changes and chest pain of 0 and third inflation to 10 atm for 45 seconds with no EKG changes and 0 chest pain. The physician deployed a taxus express2 8.8% 2.50 x 16 mm drug eluting stent to 15 atm for 35 seconds. The stent was not post dilated. The pt was given plavix pre procedure and versed, phentanyl, heparin, marcaine and atropine during the procedure. The pt returned emergently 3 days later with probable mi symptoms and presented to the cath lab on integrilin, nitroglycerine and oxygen. Thrombosis was located in the taxus stent. The pt was given plavix and asa pre procedure. The intervention was an angioplasty with placement of a driver stent on the proximal side of the taxus stent. An iabp was inserted at the end of the procedure (per the cath lab this was probably to rest the myocardium) and the pt was reported in stable condition. Versed, phentanyl, lidocaine and neosynephrine were given during the procedure.